Event description:
Information was received indicating that this ambulatory infusion pump continuously alarmed for a "non disposable tubing" error. It was not specified whether or not this occurred during infusion or interrupted therapy. Troubleshooting was unable to conclusively resolve the issue. No adverse patient effects were reported.